Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-85mg/dl fasting. Verified the strips expire 04/13/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 125mg/dl and 128mg/dl fasting. Reviewed meter memory; customer states that for the past few days she ran her blood test and got 47-50mg/dl and felt fine. Customer is concerned because the results are very low and had no symptoms of low blood sugar.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-85mg/dl fasting. Verified the strips expire 04/13/2018. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Customer performed back to back blood test, 125mg/dl and 128mg/dl fasting. Reviewed meter memory: (B)(6). Customer states that for the past few days she ran her blood test and got 47-50mg/dl and felt fine. Customer is concerned because the results are very low and had no symptoms of low blood sugar.